Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. X-ray imaging identified fractured sense a cables in the electrode body approximately 70 and 82 millimeters (mm) from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed oversensing and noise.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system recently had two untreated episodes of over-sensed non-physiologic noise. Provocative maneuvers were performed and the noise was reproducible with movement. It was hypothesized that the electrode was potentially impaired. The patient was subsequently hospitalized and the electrode was surgically explanted and replaced to resolve the event. No additional adverse patient effects were reported. The electrode was received for analysis.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system recently had two untreated episodes of over-sensed non-physiologic noise. Provocative maneuvers were performed and the noise was reproducible with movement. It was hypothesized that the electrode was potentially impaired. The patient was subsequently hospitalized and the electrode was surgically explanted and replaced to resolve the event. No additional adverse patient effects were reported. The electrode is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system recently had two untreated episodes of over-sensed non-physiologic noise. Provocative maneuvers were performed and the noise was reproducible with movement. It was hypothesized that the electrode was potentially impaired. The patient was subsequently hospitalized pending an electrode replacement surgery. At this time, the s-ICD electrode remains implanted and in-service. No additional adverse patient effects were reported.